Event description:
A home patient contacted baxter's technical svc ctr regarding a sys error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm, and didn't disconnect at any point during therapy. Nothing unusual was noted with any of the home pt's supplies. An assist device was used while making spike/port connections and the pt had 1 unused supply line which was clamped off during therapy. Baxter's technical svc ctr assisted the home pt in ending the therapy early. The home pt completed therapy by starting a new therapy session with the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.